Manufacturer narrative:
.

Manufacturer narrative:
The customer¿s report with the secondary medication bag failing to infuse was not confirmed. Physical inspection noted the device to be in good condition. Analysis of pump module event log shows that on (B)(4) 2015 at 2:11pm, an infusion of an unknown drug was started at 70ml/hr for a vtbi of 140ml. At 3:56pm, a secondary infusion was started at 100ml/hr with a vtbi of 100ml. The log further shows that one hour later, the secondary infusion completed and the primary infusion resumed, with a volume of 28.04ml remaining. At 5:20pm the programmed infusion completed and the lvp entered kvo mode at the rate of 10ml/hr. The device was channeled off approximately 2 minutes later. Rate accuracy testing was performed and the device was within specification. The administration set was not received for analysis. The root cause was not determined. The customer¿s reported experience with the secondary medication bag failing to infuse is not an issue that would be evidenced in the event log or repeatable in lab testing without the administration set. Secondary infusion flow issues are generally attributed to tubing or setup issues.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an antibiotic was setup as a secondary infusion to the primary infusion. The pump indicated it was programmed correctly but at the end of the programmed infusion the secondary IV bag was full. There was no patient harm reported.